Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that the adjustable pressure limiting valve was broken that could result in over delivery of pressure. There was no patient involvement.